Manufacturer narrative:
A 55cm optease vena cava filter shifted after release during filter placement. This is a case where the device appeared to be slanted at site of implant post deployment. The event occurred twelve days post filter placement. The filter was then retrieved. Pre and post imaging was completed. The filter was indicated for prevention of fatal pulmonary embolism. The size and shape of vena cava was measured and reported as "normal". There were no filter delivery problems. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. There was no difficulty tracking the catheter sheath introducer (csi) to the deployment site. The operator has been trained on the use of the device. A procedural cd is not available. The patient was not harmed. The product is not available for analysis. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, a 55cm optease vena cava filter shifted after release during filter placement. This is a case where the device appeared to be slanted at site of implant post deployment. The event occurred twelve days post filter placement. The filter was then retrieved. The patient was not harmed. Pre and post imaging was completed. The filter was indicated for prevention of fatal pulmonary embolism. The size and shape of vena cava was measured and reported as "normal". There were no filter delivery problems. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. There was no difficulty tracking the catheter sheath introducer (csi) to the deployment site. The operator has been trained on the use of the device. A procedural cd is not available. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.